Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was apart; and that it was disconnected between the bearing housing and the coupling. Hence, no pretest could be performed as the device was apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to procedures not adequately defined and incorrect specification/design. This issue has been escalated to CAPA. It was further determined that the internal components were corroded. It was determined that this was due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle arthodesis surgical procedure, it was discovered that the sagittal saw attachment device fell apart. The device had not been successfully tested during pre-surgery. According the reporter, the device was sounding abnormal so the user disconnected it and reconnected it twice and it came apart. There was a five minute delay to the planned surgical procedure. A spare device was used to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.